Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012340974); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-29, the patient had severe aortic stenosis and heavy calcification on the aortic annulus. During the first deployment, the valve dislodged. There was a risk of the patient leaving with a permanent pacemaker so the physician attempted a shallow deployment of the first valve due to this risk. A second valve was then used, and it was deployed at the recommended depth of 3 millimeters without any complications. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve procedure, a pre-implant balloon dilatation was performed with a 25 millimeter (mm) balloon.

Manufacturer narrative:
Updated data: a2, a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.